Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their female client, now age (B)(6), used fixodent denture adhesive, version unknown cream and/or super poligrip original denture adhesive cream, unspecified total daily uses beginning 1995 to present 2012, and reported the following: profound and permanent neurological injuries, including, but not limited to, severe and permanent physical injuries. Health care professional was visited. Their client has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.